Event description:
The customer reported that the insulin pump alarmed low reservoir and he was not able to clear the alarm. The customer changed the battery to resolve the issue, but the screen was frozen. Once the battery was changed the insulin pump had a battery alarm and the buttons continued to be unresponsive. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.